Manufacturer narrative:
The reported events failure to sense and failure to capture were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, specification measurements, visual inspection, and x-ray examination of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to diaphragm stimulation. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to sense and failure to capture. Chest radiography was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced. Patient condition was stable.